Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant sodim, (na) results for several patient samples tested on a cobas integra 400 plus and compared to a cobas 6000 system in a second laboratory. It was asked but it is unknown if a sample was reported outside of the laboratory. Of the sample results provided, three patient samples generated discrepant results: patient sample 1 initially resulted in a na value of 134.9 mmol/l and repeated as 141 mmol/l on a cobas 6000 system. Patient sample 2 initially resulted in a na value of 125.4 mmol/l and repeated as 134 mmol/l on a cobas 6000 system. Patient sample 3 initially resulted in a na value of 127.7 mmol/l and repeated as 133 mmol/l on a cobas 6000 system..

Manufacturer narrative:
The field service engineer checked the analyzer and performed ise maintenance and replaced the ise reagents. The instrument was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.